Event description:
During a breast biopsy blood spilled on the table control panel causing a short circuit that resulted in involuntary movement of the c-arm. The biopsy needle nicked a small vein causing a hematoma. The patient is reported to be doing fine with no permanent impariment/damage.